Event description:
The customer contact reported during testing at the user facility at start up the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were on reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.